Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found user advisory (ua) 2 (compression tracking error) and ua12 (lifeband not present) to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Unrelated to the reported complaint, the archive also showed multiple ua16 (timeout moving to take-up position) occurred on (B)(6) 2016. The platform failed functional testing. User advisory 16 displayed upon pressing start on the key pad. Further investigation found the brake gap had seized causing ua16. The brake gap was un-seized to remedy ua16. Following service, the power distribution board (pdb) was replaced per routine service procedure. The platform was subjected to the run_ in test using the 95% patient test fixture (large resuscitation test fixture) for 13 minutes and test manikin for approximately 22 minutes both respectively, and did not replicate any of the user advisory or fault. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary the customer's reported complaint of the platform displaying ua2 and ua12 was confirmed during archive review but not during functional testing. The error messages could not be reproduced during functional testing or simulated compression tests. Ua16 observed during functional testing was unrelated to the reported complaint. The platform did not exhibit ua2 and ua12 error messages during functional testing indicating that these error messages were cleared by the customer. Use advisories are designed into the platform when one of several conditions is detected. Ua2 occurs when the autopulse has detected a change in life-band tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. As the drive shaft rotates and shortens/tightens the lifeband (compress the chest), the load sensors do not see the expected increase in the load. Ua12 is exhibited when the platform detects that the lifeband is not properly installed. Both error messages are cleareable by the user.

Event description:
It was reported that during a shift check, the autopulse platform s/n (B)(4) displayed user advisory ua2 (compression tracking error) and ua12 (lifeband not present). The platform was restarted and the lifeband and battery were swapped out but the error messages could not be cleared. No patient involved during this event.